Event description:
Nurse was beeped to room. Pt in apparent respiratory distress, had trach. Oximetry in process, sat 90-92%. Attempted to set up suction, but suction was not functional. Portable suction from another room was obtained. Trach suctioned using sterile technique. Sats went to 82%. Pt coughed up plug. Sats went to 99%. Pt was transferred with oximetry/suction. Peds was alerted and were ready upon removal. Resp therapy gave neb treatment.